Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The getinge service territory manager (stm) that evaluated the iabp and released it for clinical use reported that t he power slot board interface assembly was replaced as a precautionary measure.

Event description:
It was reported that during a previously scheduled service visit, a getinge service territory manager (stm) observed that the battery in bay #2 or the cardiosave intra-aortic balloon pump (iabp) was showing 50% charged but the iabp unit is registering low battery. The stm swapped the batteries, however the issue persisted. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The stm found a #2 phipps screw driver bit shooting across the terminals of battery slot #2. The stm removed the screw driver bit, which was determined to bet the cause of the charging issue. The stm replaced the power slot board interface assembly then tested by switching the batteries from 1 to 2 multiple times without observing any power switching delays. The stm performed all functional and safety tests, which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6). Full event site name: (B)(6).

Event description:
It was reported that during a previously scheduled service visit, a getinge service territory manager (stm) observed that the battery in bay #2 or the cardiosave intra-aortic balloon pump (iabp) was showing 50% charged but the iabp unit is registering low battery. The stm swapped the batteries, however, the issue persisted. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a previously scheduled service visit, a getinge service territory manager (stm) observed that the battery in bay #2 or the cardiosave intra-aortic balloon pump (iabp) was showing 50% charged but the iabp unit is registering low battery. The stm swapped the batteries, however the issue persisted. There was no patient involvement, and no adverse event reported.